Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately (B)(6) 2024 from date manufacturer was made aware.

Event description:
It was reported that patient charge the ipg more often. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device was disposed of per facility.